Event description:
It was reported that information was received from a patient regarding an external device. The reason for the call was: pt said starting about a week ago shaking started. Pt said since then they've been trying to get it going. Pt said they've been having trouble charging their ins, when they are recharging all of a sudden, the charger went blank, no power button light no battery lights. Worked with pt and their charger/handset recharger app, to confirm the charger was working as expected, when they synched with the recharger app: mytherapy is off, the ins battery was 100 percent charged showed up. Confirmed the equipment was working as expected. Agent asked and pt wanted to get therapy turned back on however did not know what the communicator was but they found it and confirmed they have never plugged it in to charge it. Pt plugged it in during the call, tried to synch to their ins however encountered: place the communicator over the ins and press connect and when they did that they got the message: check if the ins is linked, reviewing links showed the ins was linked, pt retried but got the same message again. Worked with pt to reset the communicator and handset, try again but and got the message, no device response and they were trying to hold the communicator as still as possible but pt repeated d they were so shaky and no device response was not resolved. Reviewed the option to reach out to their doctor for assistance to turn therapy back on and offered to replace the communicator due to it not being charged in over 2 years. Additional information has been received that they received the replacement for their communicator. Caller stated that they needed assistance connecting their communicator to their handset. Agent reviewed general device use and walked caller through pairing their external devices. Patient was able to connect to their implant, but they confirmed their therapy was turned off. Agent walked patient through turning their therapy back on. Caller also had questions on how to charge their implant. Patient called back and asked for review of external devices, mainly the recharger. Reviewed use and when patient opened recharger application and connected, stated implantable neurostimulator (ins) battery fully recharged. With instruction, patient closed app and then opened dbs therapy and connected to implant which confirmed, ins battery 100% charged. With instruction, patient powered off handset, attempted to turn off the communicator and recommended patient place recharger in the plugged in dock.

Manufacturer narrative:
Continuation of d10: product ID: tm91d0; lot#serial#: (B)(6); implanted: on (B)(6) 2024; product type: accessory; product ID: wr9230; lot#serial#: (B)(6); product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.